Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Shortly after the implant procedure, plaintiff began to experience pelvic and flank pain as well as heavy menstrual cycles accompanied with more pain. Further, she began to experience debilitating migraine headaches, indicative of an allergic reaction. As a result of these pains, she visited medical facilities seeking relief to no avail. On or about (B)(6) 2014, she underwent a bilateral salpingectomy to remove the coils as a definitive solution to the symptoms. The pains and bleeding experienced as result of the coils, as well as the necessity to undergo the procedure. She was informed of the true association of these coils with the injuries she suffered, she would have never made the decision to undergo the implant. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced pelvic pain. She underwent a bilateral salpingectomy to remove the coils. The event is listed in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, as a since a surgical removal of device was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and multiple episodes of embedded device ('migration of essure device location of device:myometrium/endometrium', 'migration of essure device location of device:myometrium/endometrium/ embedded within the endometrium/myometrium') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, ankle swelling, pain ankle, uterine fibroids, acanthosis nigricans, bacterial vaginosis and leiomyoma nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced the second episode of embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("flank pain"), migraine ("debilitating migraine headaches") and hypersensitivity ("indicative of an allergic reaction"). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the last episode of embedded device, pelvic pain, flank pain, migraine and hypersensitivity outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered flank pain, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: current weight 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion essure devices at the uterine-fallopian tube junctions. Unremarkable uterine cavity. No evidence of fallopian tube filling around essure devices. Essure procedure successful and tubes are permanently blocked. No longer need to use back up contraception. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and multiple episodes of embedded device ('migration of essure device location of device:myometrium/endometrium', 'migration of essure device location of device:myometrium/endometrium/ embedded within the endometrium/myometrium') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, ankle swelling, pain ankle, uterine fibroids, acanthosis nigricans, bacterial vaginosis and leiomyoma nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced the second episode of embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("flank pain"), migraine ("debilitating migraine headaches") and hypersensitivity ("indicative of an allergic reaction"). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the last episode of embedded device, pelvic pain, flank pain, migraine and hypersensitivity outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered flank pain, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion essure devices at the uterine-fallopian tube junctions. Unremarkable uterine cavity. No evidence of fallopian tube filling around essure devices. Essure procedure successful and tubes are permanently blocked. No longer need to use back up contraception. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs received events " abnormal bleeding (vaginal), migration of essure device location of device:myometrium/endometrium: were added. Outcome of events " abnormal bleeding " was updated as recovered. Reporter information, patient demographics, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced pelvic pain. She underwent a bilateral salpingectomy to remove the coils. The event is listed in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, as a since a surgical removal of device was required. Additionally, non serious events were reported. According to the quality-safety evaluation, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.